Event description:
It was reported that the patient had muscle contractions during the freezing period. Four icerod cx 90-degree needles/vl were selected for a cryoablation procedure to treat a tumor in the kidney. All four needles were tested and passed. During the procedure, the patient had muscle contractions immediately upon starting the freezing period. The muscle contractions continued until the anesthesiologist gave more medication for a deeper sedation. Then four minutes into the procedure, there was an ithaw error (related to electrical thawing) on the needle in channel 1a. They were able to complete the procedure successfully using ithaw on three needles and passive thawing on the needle with the error. It was reported that the patient fully recovered.

Manufacturer narrative:
Device eval by manufacturer: this icerod cx 90 degree needle/vl (31673453) was returned to for analysis. Visual inspection of the exterior of the needle noted no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed without issue. A five-minute freeze in gel was performed to analyze ice ball formation. It was noted that the ice ball formation was normal and resulted in an ice ball that measured approximately 19mm x 41mm, which is within specification. A multimeter was attached to the needle shaft to test voltage output from the shaft during the I-thaw cycle. The multimeter read 0.001v at the needle shaft, confirming that the exterior of the needle shaft had no voltage output during the I-thaw cycle. The cautery cycle was run on the diagnostics screen, and read 21.296v, which met the specifications of greater than 18v. This test indicated that there was no lost voltage through the heater wire, and the needle was functioning properly. The device passed the two-minute confidence test, produced an ice ball of sufficient size. The reported ithaw was unable to be confirmed through analysis.

Event description:
It was reported that the patient had muscle contractions during the freezing period. Four icerod cx 90-degree needles/vl were selected for a cryoablation procedure to treat a tumor in the kidney. All four needles were tested and passed. During the procedure, the patient had muscle contractions immediately upon starting the freezing period. The muscle contractions continued until the anesthesiologist gave more medication for a deeper sedation. Then four minutes into the procedure, there was an ithaw error (related to electrical thawing) on the needle in channel 1a. They were able to complete the procedure successfully using ithaw on three needles and passive thawing on the needle with the error. It was reported that the patient fully recovered.